Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate what was reported by the customer. Physio did observe that only the lead select button was inoperable. The interface pcb assembly, the main keypad assembly and the printer keypad assembly were replaced to resolved the observed issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed parts and was unable to duplicate the reported or observed issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that several buttons on their device were not functioning during a patient event. In this state defibrillation therapy may be delayed or not be available to a patient if needed. There was no affect to patient care, as a backup device was on the scene and used. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.